Event description:
Patient had experienced pain since her primary procedure. Tibial component loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(4) 2013: corrected date of implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray images were reviewed by cpd from an engineering perspective. Patient¿s left knee was revised to address pain and tibial loosening less than 3 years after primary implantation. The resolution and image quality of the provided x-rays are too low to adequately assess implant fixation quality. No devices were returned for investigation. No related complaints were reported matching the lot code of the tibial component. No further conclusions can be drawn from the provided information. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.